Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an uterus myomectomy surgery on (B)(6) 2020 and the barbed suture was used. It was reported that the barbed suture broke when sewing the vaginal stump during the procedure. The doctor had to knot the suture by hand. Another like suture was used to continue and complete the surgery.